Event description:
During a routine field service maintenance visit, a micro drill medium straight attachment overheated during testing; no adverse event was associated with the device.

Manufacturer narrative:
"The device was not is not possible to determine the cause of the event without an eval of the device."